Event description:
It was reported that this device exhibited safety mode. The device was explanted and was expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Manufacturer narrative:
The device was expected to be returned. Should the device be returned analysis will be conducted and this investigation will be updated.

Event description:
It was reported that this device exhibited safety mode. The device was explanted and was expected to be returned. No additional adverse patient effects were reported.